Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and did not receive glucose readings until advised to scan the sensor within the ilet app to initiate warm-up, after which further troubleshooting was required to pair the sensor and restart the ilet pump, resulting in a displayed blood glucose of 327 mg/dl. Symptoms included hyperglycemia. Outcomes included elevated glucose without medical intervention or hospitalization. Investigation included guided troubleshooting, sensor re-scan to start warm-up, sensor pairing steps, cgm source switching, and pump restart. Investigation of this case revealed user setup error and connectivity/pairing difficulty between the cgm sensor and the ilet app, with resolution following proper sensor initiation and device restart; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use-related factors leading to delayed cgm data availability.